Event description:
It was reported that the stryker nav3 platform was inaccurate during the measurements of a tibial resection. The platform was inaccurate up to approximately 7 mm. The procedure was completed successfully without any reports of delays, medical intervention, adverse consequences, or impact to the patient.

Event description:
It was reported that the stryker nav3 platform was inaccurate during the measurements of a tibial resection. The platform was inaccurate up to approximately 7 mm. The procedure was completed successfully without any reports of delays, medical intervention, adverse consequences, or impact to the patient.

Manufacturer narrative:
The device was not received for evaluation.

Event description:
It was reported that the stryker nav3 platform was inaccurate during the measurements of a tibial resection. The platform was inaccurate up to approximately 7 mm. The procedure was completed successfully without any reports of delays, medical intervention, adverse consequences, or impact to the patient.